Event description:
Diabetic educator called to report a hospitalization for high blood glucose. Diagnosed diabetic ketoacidosis. The current blood glucose reading is 260 mg/dl. The blood glucose reading at the time of the event was 400 mg/dl. Customer experienced chest pains. During troubleshooting, time and date are correct. Programming is correct. Nothing further reportable.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.